Event description:
It was reported that during an unknown procedure, the device could not be opened after firing. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to remove the device from the patient¿s tissues after it was fired and could not be opened? Was there any damage to the patient¿s tissues ¿ if yes describe the damage and any actions required to repair the damage. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain?